Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the evis x1 video system center had the lamp go out and then started working again. The issue occurred during preparation for use. Consequently, the morning list was delayed by 10 minutes. The parts were reportedly on order to resolve the issue. There were no reports of patient harm.

Event description:
The following additional information was received regarding the event: the issue was later resolved by a field service engineer (fse). A new bulb was installed during preventative maintenance. There was no patient harm or delay related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the root cause could not be identified. This supplemental report includes new information received regarding the event. B5 has been updated accordingly. Olympus will continue to monitor field performance for this device.